Manufacturer narrative:
A4: patient weight not provided. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was having multiple low voltage hazard and external power disconnect alarms. Log files were sent for review while the patient was in clinic. It was also noted at that time that the patient would be getting a chest x-ray. Log files were submitted for review and only captured frequent pulsatility index (pi) events. The periodic log file indicated that there had been 25 backup battery (ebb) use counts increments from (B)(6) 2024 which are expected to occur during no external power events. Multiple pi events were captured on (B)(6) 2024. The periodic log file was set to capture data every 60 minutes and, although they did not capture the moments the no external power events occurred, the data captured before and after these events indicate the patient was on the mobile power unit (mpu) power at the times of these events. Further troubleshooting by the site over the phone with the patient ensured that the power cords were properly plugged in and there was no damage to mpu cords. The patient also reported having the alarms on mobile power unit (mpu) and battery power. It was noted that the patient exchanged their system controller 1-2 weeks prior without the clinic's knowledge however the patient was still having alarms on the new controller. The customer submitted x-ray images of the patient's modular cable and driveline. The x-ray images were submitted and did not have any concerning areas on the modular cable or driveline. The patient was being given extra fluids as the pi events were thought to be due to the patient being 'dry'.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage and no external power alarms was unable to be confirmed. Submitted periodic log file revealed that the backup battery use count increased from 15 on (B)(6) 2024 to 40 on (B)(6) 2024. This is consistent with a loss of external power event; however, this alarm type was not captured and therefore not confirmed. Pump operation did not appear to be affected, and the device appeared to function as intended. Product was not returned for testing. Provided information revealed that troubleshooting with the patient ensured that the power cords were properly plugged in and there was no damage to mpu cords. The patient also reported having the alarms on mobile power unit (mpu) and battery power. It was noted that the patient exchanged their system controller 1-2 weeks prior without the clinic's knowledge however the patient was still having alarms on the new controller. Multiple attempts were made to obtain additional information from the customer regarding the event including the mobile power unit serial number, serial number of the system controller exchanged by the patient, cause of the no external power events identified, if it confirmed that the pi events were due to dehydration, the reason for controller exchange; however, no additional information was provided. The root cause for the reported event could not be conclusively determined through this analysis. Serial number not provided. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.